Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy never provided benefit since it was implanted. Thus the patient had it removed on (B)(6) 2017. No further complications were reported. The patient was implanted for spinal pain.